Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a hole in the right cylinder. The patient reported that the device never worked. Upon explanted the hole appeared to be from a needle stick that may have occurred during the initial implant. A new inflatable penile prosthesis was implanted. No patient complications were reported.